Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient's right knee was revised due to a nickel allergy.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is being amended to reflect changes. This device is used for treatment. Review of the implanted components identified no compatibility issues. A metal analysis report confirms that the patient was highly reactive to nickel, which can be found in the femoral component. It appears that root cause of the event is the patient's nickel allergy (patient condition). Product not returned.